Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 456 mg/dl at the time of incident. Customer reported that her insulin pump was not alarming when she was going on a high blood glucose. Customer stated that she was on auto mode and wearing her sensors. Customer stated that sensor was only reading 348 mg/dl. The insulin pump will not be returned for analysis.